Event description:
It was reported by the customer's spouse that the customer's inulin pump received a missed bolus reminder alarm. The customer had blood glucose levels of 179mg/dl and 352mg/dl. Unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.